Event description:
The patient received her scs system on (B)(6) 2010 including an ipg. It was reported the charger and programmer could not longer locate the ipg. A replacement charger and programmer were also unable to locate the ipg. The ipg has not been charged since (B)(6) 2011. An x-ray was taken and revealed the ipg had flipped. As a result, the patient underwent surgical intervention. The doctor repositioned the ipg and stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.